Event description:
The hcp reported that the pump was explanted and replaced due to less optimal pain control. The pump had been implanted for 60 months. Pump contained morphine - unknown dose and concentration. A larger pump was implanted.